Manufacturer narrative:
According to the customer's report, the programming was changed from 5 ml/hr to 75 ml/hr. The log events show that an infusion at a rate of 75 ml/hr was programmed, delivering 50 ml in 40 minutes, and a previous infusion at 5 ml/hr was found. The date and time do not match but based on the infusion rate values reported by the customer, it is evident that there was a significant change in the infusion rate of this medication. Customer protocol testing: the customer protocol is not performed because the customer did not report the duration and volume to be infused, only the infusion rate. Probable cause: a change in the infusion rate is evident due to a user error during programming. Initial reporter (full) phone: (B)(6).

Event description:
Programing analysis was requested by the customer for a plum a+ wireless pump new spanish 110v. During a patient's high-risk medication (lidocaine) infusion on (B)(6) 2025 at 6pm, the nurse claimed to program the pump correctly; however, the reporter stated that the facts allegedly indicate that she made a mistake and programmed the high-risk infusion pump instead of the medication pump; thus, the need for programming analysis. The pump programming was 5 cc/h of lidocaine and the probable time the infusion occurred between 12:30pm and 1:10pm there was a change of programming to 75cc/. The remaining volume was expected to be 155 ml; however, based on the actual administration, approximately only 95 ml remained in the bag. The patient did not present any symptoms, there was no harm, and lipids were administered as a preventive measure and because, after some time, the patient reported a metallic taste.

Manufacturer narrative:
Corrected information can be found in d7a - single use device and h1 - type of reportable event.